Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had difficulty loading the cartridge onto the pump. There was no adverse impact to customer's blood glucose level. Reportedly, the customer was able to eventually load cartridge and resume insulin delivery.